Event description:
When dislodging foley the balloon would not passively deflate. Active deflation unsuccessful. 0.5ml placed in cuff and then attempted passive deflation again with no success. Foley pushed into urethra 2cm and then syringe locked in with extra force with success.